Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell while helping a friend move; dr. (B)(6) performed the revision surgery. While operating, the head came off the stem with the pull of her hand and the trunnion on the stem was malformed. She did an osteotomy to get the stem out and replaced the stem with a competitor femoral stem and head and put a styker 10° liner back in the trident 54 cup. The acetabulum was unaffected by the patient's fall. Update 12/21/2017: rep indicated that surgeon reported that patient had elevated chromium levels. Operative side is right.